Manufacturer narrative:
The pipeline was returned for evaluation without the pushwire, marksman catheter, and envoy guide catheter mentioned in the event description. The evaluation could not determine the cause of the event as the pushwire with capture coil was not returned. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Treatment of a small aneurysm measuring approximately 7mm x 8mm located in the ophthalmic segment of the right ica (internal carotid artery). Dual anti-platelet therapy was given to the patient. The anatomy of the patient was very tortuous. On (B)(6) 2014, the patient underwent pipeline (4.50mm x 20mm) embolization treatment. During the procedure, it was reported that a large amount of resistance was experienced as the pipeline was advanced through the more tortuous segment. Once the pipeline reached the aneurysm, the physician attempted to deploy it, but it did not open despite several rotations and it was decided to remove the entire system (pipeline and catheter). Upon pulling the system inside the guide catheter for removal, the pipeline opened inside the guide catheter and they were all removed from the patient. A second pipeline (4.50mm x 20mm) and another marksman microcatheter were advanced to the aneurysm and the physician started to deploy the pipeline; however, it would not open. The physician decided to rotate the pushwire clockwise and it broke after 3 rotations. The decided to remove the entire system (pipeline and marksman) by pulling it back inside the envoy catheter. All broken segments were removed from the patient. Same event as MDR# 2029214-2014-00160. No patient injury was reported as a result of the procedure.